Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the catheter was seen to be broken at 116cm from the catheter hub and was also seen to be kinked bent at 122cm and 130cm. During functional inspection, a lot of friction was felt as a large amount of blood was seen in the shaft. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The as reported as well as the as analyzed events will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject catheter was returned for analysis and the device investigation revealed that the catheter shaft was broken/fractured during use. No clinical consequences were reported to the patient due to this event.